Manufacturer narrative:
(B)(4). The set caution label states that medications are not to be mixed with nutritional product. The flow rate accuracy is +/- 10% (1-300 ml/hr) with standard liquid enteral feed products 1 kcal/ml similar to osmolite and jevity. The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. The testing and investigation results indicated the complaints for false empty alarm and under-delivery were unable to be determined. The lab reported visual damge consistent with a pump that was dropped. Due to the impact, it caused the battery to break the terminal clip and also loosen the motor housing connections. With the mixture and density of the feed going through the pump, the motor was further loosened due to extra resistance placed on the motor cam and gear mechanisms, which resulted in an under-delivery of the feed. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Patient's mother reported pump had not delivered enough feed and as a direct result, her daughter was hospitalized with dehydration. Pt's mother does not set dose; she just puts a bottle of mixed feed (1300 ml) and sets rate to 120 ml. She stated pump was okay up to (B)(6) 2011. On (B)(6) 2011, pt went to (B)(6) who fed her for three nights. Facility was instructed by the parents of the pt that the following medication/feed was to be given two times a day for three days. Movicol (laxative) was put through first with 60ml of water at a rate of 200ml/hr. At 8:00 am, 745 ml of three different nutritional products were mixed up into a flexitainer. At 14:00 pm, another 745 ml of three different nutritional products was added. During both feedings, pump set rate was 120 ml/hr. Nurse stated feed was not completely finished but as the pump had given an alarm (bleeped) to advise that feed had finished. It was noticed that there was a small amount of milk left within bottom of the bottle, this was discarded. She also stated that they had never added this sort of mixture through the pump before. Pt was discharged from (B)(6) on(B)(6) 2011. Pt became ill on the morning of (B)(6) 2011 with dehydration. Mother used pump on (B)(6) 2011, and it did not alarm but she was only putting in 60 ml in total. Pt deteriorated and was admitted to hospital on the morning of (B)(6) 2011. Pt was improving and was scheduled to be discharged on (B)(6) 2011.